Event description:
The device was the second device used to monitor a pt during a procedure, the device was used to deliver 8 defibrillation shocks. Reportedly during the 9th charge sequence the printer appeared to stutter, the service light came on and the device would not deliver a shock. The operator then powered the device off and back on, then continued to used the device. Reporter states no adverse affect to pt due to device operation.